Event description:
It was reported that a homechoice device experienced a high drain 101 (night drain #1) alarm. This alarm indicates that the patient drained greater than or equal to 200% of the maximum prescribed cycle fill volume. The nurse reported that the initial drian volumes had been lower than normal in previous nights. The nurse reported that the initial drain setting equaled zero. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The cause of the event was determined to be use error, insufficient drain due to initial drain alarm setting inappropriately programmed. The homechoice and homechoice pro apd systems patient at-home guide warns that "too low an I-drain alarm volume can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation.¿ a review of the label for the product family will be conducted. Should additional relevant additional information become available, a supplemental report will be submitted.